Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples, but 2 (two) photos were provided for investigation. The photos were reviewed and the indicated failure mode for 'bowed tube' with the incident lot was observed. Additionally, 20 (twenty) retention samples from bd inventory were evaluated by visual examination and the issue of 'bowed tube' was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was tube extenders with molding defects that can be used. The following information was provided by the initial reporter. The customer stated: "the tubes are not straight and therefore on our production line they are not supported."